Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill message occurred after the cartridge was filled with 150 units. The user's blood glucose level was 134 mg/dl. The user successfully loaded a new cartridge.